Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, when the snare was closed, the working length detached from the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Reported event of flare detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.